Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged having difficulty registering the patient. After three attempts the patient was successfully registered. During navigation, the surgeon alleged a 1 centimeter inaccuracy when using suction deeper in the patient. In trouble-shooting, it was noted that the surgeon was using a small intra-office scanner with limited anatomy and missing parts of anatomy. The patient was obese with loose skin. Scan was not to protocol. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 software analysis was unable to determine probable cause with the information provided. Per medtronic representative, the site confirmed they deleted patient archives after the procedure. On (B)(6) 2015 a medtronic representative, following-up at the site, reported the site has been trained on both imaging protocol and tracer registration. It is the opinion of the medtronic representative that a combination of using a small computed tomography (CT) scanner (that cuts off the sides and top of head) and the patient having a high bmi (lots of extra adipose) resulted in this issue. The surgeon agreed. Reported issue could not be replicated. No further issues have been reported.